Event description:
It has been reported to philips that system was switched off. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. Customer reported that the x-ray system was switched off and there was no communication to xray pc intermittently. The philips engineer suggested service, but the service quote has not been accepted by the customer and no service has been provided from the philips. When customer rebooted, the message went away. They then placed the service call. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.